Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 400-500 (mg/dl) for 2 weeks, and a bg level of greater than 600 (mg/dl) on (B)(6) 2016. Customer changed pump supplies and administered insulin injections to treat bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.